Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that preoperatively to an arthroscopic shoulder stabilization procedure on (B)(6) 2022, it was observed that the anchor on the lupine br ds w/orthcrd device was deformed upon opening its package. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the anchor was bent near mid-body, confirming this complaint. A manufacturing record evaluation was performed for the finished device lot number:8l25692, and no nonconformances were identified. A manufacturing investigation was previously performed; as a result, there is a 100% control at different stages of production of: anchor tightening, by a torque meter + anchor/shaft assembly + anchor/shaft gap with a measuring gauge. Also, 100% visual control: check that no degradation on the suture and on the anchor is present. There has been a closer look on the in-process controls. The results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the document reviewed. The photo do not provide enough evidence to determine root cause. The probable root cause of this failure is that the devices were exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. As per IFU- 109002 store in a cool dry place. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. H10 correction narrative: d9: it was inadvertently reported that the device was returned on the initial report; therefore, this field has been updated accordingly to reflect the correct information.